Event description:
The customer reported that 'air went inside during operation'. The pt was reported to be in good condition. The customer was not willing to share any add'l info or clinical details of the event. No harm or injury reported. The customer also reported four defective devices, but would not provide any add'l info or clinical details for the add'l events. Therefore, this single form FDA 3500a report will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the customer reported two new devices from the same lot as the reported defective devices. A review of the device history record did not reveal any exception documents. A review of the complaint database found no similar complaints for this lot number. The returned devices were examined visually, inspected, and pressure tested. The devices met all specs. Customer complaint not confirmed. Unable to determine a root cause for the reported failure. No conclusion can be drawn. The complaint database will be monitored for this type of reported failure. Eval method: device history record was reviewed, complaint database was reviewed.